Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens with diopter -9.0 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown and it is unknown if the device failed to perform as intended.